Event description:
It was found through a programming history review that a high impedance event had been observed on the day that a device was replaced. Through review of the device's programming history it was found that this high impedance had occurred before the day of replacement. Review of the replacement generator's programming history showed that impedance was within normal limits on the day of replacement. It is unknown if the lead was replaced during surgery. No additional information has been received to date.